Event description:
It was reported that during a lap cholecystectomy procedure, the jaw locked and could not deploy the clips and could not retrieve the jaws from the tissue. After the procedure, examination found that the clip involved in the first firing gave a misaligned tip and the proximal end of the titanium clip was malformed into a bulky circular shape. The next few clips were normal. Another device was used to complete the procedure. The duct or the vessels may be damaged by the closed/locked jaws.

Manufacturer narrative:
Date sent: 11/20/2008. Information anticipated, but unavailable at this time.